Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device, and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage test passed. Share log review showed no issues in log..performed pairing test with nordic bluetooth device: passed. Tested on transmitter functional tester: passed relevant testing. The customer complaint cannot be confirmed with the transmitters test results. The reported event of loss of connection was not confirmed. The root cause could not be determined.